Event description:
It was reported that outside of surgery, the unit made a loud noise and then started smoking. There was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Device had a noise and a smoke smell. Vacuum pump was replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The vacuum pump is required to create suction in order for the unit to function as intended. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding this event.